Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 41-year-old female patient who had essure (batch no. 58565 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and miscarriage. Concurrent conditions included hypothyroidism since (B)(6) 2013. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 349 days before insertion of essure. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6)2013, the patient experienced depression ("depression") and anxiety ("anxiety, mental anguish"). On (B)(6)2014, the patient experienced vaginal infection ("vaginal infection"). On(B)(6)2017, the patient experienced anaemia ("anemia"). The patient was treated with metronidazole (flagyl) and surgery (ablation and hysterectomy (partial)). Essure treatment was ongoing at the time of the report. In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the menorrhagia had resolved and the anaemia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: as per pfs, plantiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient's medical records: abnormal uterine bleeding, menorrhagia, vaginitis, anemia. Most recent follow-up information incorporated above includes: on 6-aug-2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding),') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (batch no. 58565 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and miscarriage. Concurrent conditions included hypothyroidism since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression/psych injury") and anxiety ("anxiety, mental anguish/psych injury"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection/bladder/urinary problems: vaginal infection"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with metronidazole (flagyl) and surgery (ablation and hysterectomy (partial), hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the menorrhagia, genital haemorrhage, vaginal infection, vaginal discharge and abdominal pain had resolved and the anaemia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: as per pfs, plaintiff did not undergo essure confirmation test. She received treatment for menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, pelvic/abdominal pain, bladder/urinary problems: vaginal infection, vaginal discharge she did not received treatment for psych injury. Discrepancy noted for essure insertion date:- (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient's medical records: abnormal uterine bleeding, menorrhagia, vaginitis, anemia. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events abdominal pain, general abnormal bleeding, bladder/urinary problems: vaginal discharge added. Events pelvic pain, menorrhagia, vaginal infection outcome updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding),') in a 41-year-old female patient who had essure (batch no. 58565 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and miscarriage. Concurrent conditions included hypothyroidism since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression/psych injury") and anxiety ("anxiety, mental anguish/psych injury"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection/bladder/urinary problems: vaginal infection"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with metronidazole (flagyl) and surgery (ablation and vaginal hysterectomy with bilateral salpingectomy and enterocele repair.). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the heavy menstrual bleeding, genital haemorrhage, vaginal infection, vaginal discharge and abdominal pain had resolved and the anaemia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: as per pfs, plantiff did not undergo essure confirmation test. She received treatment for menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, pelvic/abdominal pain, bladder/urinary problems: vaginal infection, vaginal discharge she did not received treatment for psych injury. Discrepancy noted for essure insertion date:- (B)(6) 2014 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient's medical records: abnormal uterine bleeding, menorrhagia, vaginitis, anemia. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) year old female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, parity 3 and miscarriage. Concurrent conditions included hypothyroidism since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 349 days before insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("anxiety, mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2017, the patient experienced anaemia ("anemia"). The patient was treated with metronidazole (flagyl) and surgery (ablation and hysterectomy (partial)). Essure treatment was ongoing at the time of the report. In (B)(6) 2016, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the menorrhagia had resolved and the anaemia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plantiff did not undergo essure confirmation test.-per pfs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: abnormal uterine bleeding, menorrhagia, vaginitis, anemia. Most recent follow-up information incorporated above includes: on 26-jul-2019: reporters and date of birth added, essure start date updated, batch number, events ¿abnormal bleeding (vaginal, menorrhagia), anemia, vaginal infection, depression, anxiety mental anguish¿ added. Ablation and partial hysterectomy were considered as treatment incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.